Manufacturer narrative:
No product has been returned for investigation as no product malfunction was alleged. No root cause can be identified at this time.

Event description:
During literature review it was identified 5 patients experienced segmental artery injuries. It is unknown if patient was undergoing an extreme lateral interbody fusion procedure or an olif procedure. No information was provided on the treatment of injuries.